Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead became dislodged due to the patient twiddling the device and leads. The device was sutured to the pocket and the patient was placed in a sling. The right atrial (ra) lead was revised; testing on the lead indicated thresholds were "excellent." No patient complications have been reported as a result of this event.